Event description:
The physician successfully implanted a 4.0 mm diameter x 18 mm length integrity rapid exchange (rx) coronary stent system in a patient. Post use, it was noted that the product was used approximately 14 days beyond its use by date. The patient is reported to be we and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: failure to follow instructions (IFU instructs the user to use before ubd). Evaluation, conclusions: user error contributed to event (IFU instructs the user to use before ubd). (B)(4).